Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt tested blood glucose=113 mg/dl on suspect device. She did not feel well and went to hosp where her venous blood glucose=40 mg/dl (time difference 1/2 hour). She was treated with a glucose IV and also for low potassium.